Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the mainframe had a low noise while stimulating during a procedure. The hcp switched to stim 2 but had the same feedback. The system had been used many times since with no repeat of the event. There was no patient impact.